Event description:
This event is related to the use of an epidural catheter tray which includes a radiopaque catheter and a 18 ga needle introducer. Originally it was suspected that the tip, approx 3 cm, of the catheter had "broken off" inside the pt as the catheter was removed from the pt. Subsequent x-rays and an MRI showed negative for the missing catheter tip. Though most of the kit packaging and materials used during the case were saved, the tip was not recovered. The kit label was also inadvertently destroyed. Post evaluation of the catheter under a high-powered microscope showed that the tip had been sliced off. It is assumed that this may have happened as the catheter was withdrawn back through the introducing needle. Further testing with another catheter verified that this can happen if the catheter is withdrawn quickly.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design, unanticipated. Conclusion: device failure occurred but not related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.